Manufacturer narrative:
Additional information was added to h4, h6 and h10. H4: the lot was manufactured from january 14, 2021 - january 15, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) of 2021. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) did not flow during a patient infusion. The device had been filled with an unspecified medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.